Event description:
Procedure: bariatric procedure. According to the reporter: during the procedure, the tip of the product was observed to be broken and it remained in the t cavity. The physician said that the tip material is the same of the staples used in the procedure, and there is no problem that the tip remains in the pt.

Manufacturer narrative:
(B)(4).